Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. The patient was admitted to the hospital. Upon interrogation, it was noted that this pacemaker was found to be in safety mode. Pacing inhibition was also observed. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.